Event description:
I was prescribed a caya diaphragm, and I noticed an error on the packing. The outer box states, "leave in the vaginal for longer than 24 hours without interruption." The packaging insert, however, states in highlighted, bold text: "the caya diaphragms should never be left in the vagina for longer than 24 hours [underline] without interruption. Wearing it for longer, uninterrupted periods can promote bacterial growth in the vagina. These bacteria could lead to toxic shock syndrome." Please ask the makers of caya to fix the verbiage on the outer box.